Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During atrial fibrillation ablation procedure, prior to ablation, a clot was found inside the introducer. While trying to purge the introducer with heparin, a clot was noted inside the introducer, the introducer was replaced and the procedure was completed with no adverse patient consequences. It was noted that irrigation was successfully tested prior to device use. The introducer was invitro without used for 5 minutes and was flushed with nacl 0.9% and 2500ui of heparin. Additionally, the patient had no predisposition to thrombus.